Manufacturer narrative:
The device was not returned for evaluation as it was pushed back into the aneurysm successfully and implanted in the patient; therefore, the evaluation could not be confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the coiling procedure of cerebral aneurysm / embolization, size: 4mm, location: lt.ba-sca, the physician started inserting ed coil (1.5-2) as a finishing coil but the coil got stuck at the microcatheter tip. The physician noticed the prime coil inserted prior was exposed and migrated to the catheter tip. Then the migrated coil was pushed into the aneurysm with traxcess guidewire, and the physician started inserting the ed coil again. This means that the initial coil detached normally and was implanted inside the aneurysm, but it later migrated and was pushed back into the aneurysm. The pushwire was removed. Since the physician confirmed there was no flow of contrast medium into the aneurysm, the procedure was completed. There was medium level tortuosity, and medium size in vessel diameter. It was not known if the coil detachment was not confirmed through angiography at the time. The procedure was successful and there was no patient injury due to the event. No images to review.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.